Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for repair. Sorc inspected the device and confirmed that the reported phenomenon was reproduced. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by excessive stress on the ccd unit or the cable unit due to customer's handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that scope communication error (e216) occurred. There was no report of patient injury associated with the event.